Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. As of august 2, 2019 this lot number is under the scope of field action # pas-19-1567. A review of the device history record was completed for this batch. A review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site march 30, 2019 thru april 01, 2019. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a retraction issue occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "the customer stated that she had to really push down in order for the needle to retract and it retracted very slowly."